Event description:
The customer obtained imprecise phbr qc results using vitros phbr slides on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed while qc was unacceptable. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the immunowash subsystem, returning the vitros 5, 1 to expected operation. Acceptable performance has been maintained. The root cause of the imprecise phbr qc results is instrument related.